Event description:
Additional information: review of the procedure notes also found the following related to the use of the pilot 200. The patient developed progressive hypotension and a pericardial effusion with evidence of a tamponade. An emergent periocardiocentesis was performed. The graftmasters were deployed at 18 atmospheres, which is above rated burst pressure. No additional information was provided.

Manufacturer narrative:
(B)(4) - above rated burst pressure. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the graftmaster instructions for use (IFU) states: do not exceed the rated burst pressure (rbp) as indicated on the product label. The inflation above rbp does not appear to have contributed to the reported event as the balloon did not rupture and this was performed as an attempt to seal the perforation. Based on the information reviewed, conclusive a cause for the reported leak cannot be determined; however there is no indication of a product quality deficiency.

Event description:
It was reported that the patient presented experiencing a myocardial infarction. A pilot 200 guide wire was in place in the diagonal branch during a kissing balloon technique. After balloon inflation, one of the balloon catheters and the guide wire appeared to be extravascular and a perforation was observed. After placement of the 2.8x19 mm graftmaster stent for treatment, leaking was observed at the edge of the stent; therefore, the 3.5x16 mm graftmaster stent was deployed covering the entire stented segment. Angiography showed a small persistent leak. 30 minutes later angiography was performed again and the leak had improved; however, was still persistent. The patient was taken to the intensive care unit for further observation. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: prowater, bmw, pilot 200; guide cath: ebu 3.75; sheath: 6fr. Other: intravascular ultrasound. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional graftmaster and hi-torque pilot referenced are being filed under separate manufacturing report numbers.